Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
While tightening the screw to the plate, the screw has passed though the oval hole on the plate. Noticed on x-ray check of screw position. Extra procedure time required to remove and reduce the fracture 45 mins.

Manufacturer narrative:
Correction unk lot# the reported event that cortex screw axsos 3 ti ø3.5mm / l30mm was alleged of 'poor fixation' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate / excessive force during screw insertion. The device inspection revealed the following: the plate as such is slightly deformed. It is also clearly evident through the damages on the plate as well on the screw that far too much mechanical force has caused these damages. The screw had been forced through the plate hole, the damages on the screw and the plate clearly indicate that. Possibly encountered hard bone. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
While tightening the screw to the plate, the screw has passed though the oval hole on the plate. Noticed on x-ray check of screw position. Extra procedure time required to remove and reduce the fracture 45mins